Manufacturer narrative:
Device codes: 2017 labeled. Internal file number - (B)(4). Device code 2017- against resistance. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. Evaluation summary: the device was returned for analysis. The reported peeling was unable to be confirmed however there were multiple noted polymer coating damages. The reported difficult to position was unable to be replicated in a testing environment due to the condition of the returned device. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record and complaint history could not be conducted because the part and lot number was not provided. It should be noted that the hi-torque guide wires instructions for use (IFU) states: do not: push, auger, withdraw or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. As there was no damage noted to the guide wire during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure and subsequent deviation of the IFU)as it is likely that interaction with the totally occluded lesion and/or other devices resulted in the reported difficulty to position and the reported difficulty to remove. Manipulation of the device (against significant resistance) resulted in the reported peeled/noted polymer coating damages. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a chronic totally occluded lesion. The command guide wire distal cap was able to cross into healthy vessel, but no balloon catheters would follow the guide wire. The decision was made to abandon intervention. The guide wire was then removed with significant resistance. Upon guide wire removal from the sheath, the hydrophilic coating on the tip appeared to be stripped and hanging by a thread on the wire. Nothing was left in the patient anatomy and no further action was necessary. There were no reported adverse patient effects, and there was no reported clinically significant delay in the procedure. No additional information was provided.